Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to retrieve additional details regarding the reported event, initial reporter, and the device status, but further information was unable to be obtained.

Event description:
It was reported that the patient experienced frostbite. An unspecified cryoablation needle was selected for a cryoablation procedure. During the procedure, however, it was noted that the patient had suffered from frostbite. The severity of the frostbite or any interventions have not been confirmed, despite multiple inquiries.